Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly during the follow up on (B)(6) 2011, the physician observed that oversensing episodes were recorded in the device memory. The physician asked for an explanation.